Event description:
It was reported via medwatch report that on (B)(6) 2012, in preparation for surgical procedure being performed the same day, an anesthesiologist attempted to place suspect medical device in pt's right internal jugular vein. During placement attempt, the anesthesiologist felt as if the wire got caught on something. He thought perhaps it was a tortuous vessel. He removed the wire from the pt and was unsuccessful in placing suspect medical device. Venous access for the surgical procedure was established with a femoral cvc. She was discharged (B)(6) 2012. On (B)(6) 2012, the pt was seen by her pulmonologist at his office. The pulmonologist reviewed a chest x-ray performed after pt was discharged from reporting facility and identified a foreign body on the chest x-ray. On (B)(6) 2012, the pt was admitted to another facility to have the foreign body removed under conscious sedation. The foreign body was present in the svc extending to the tricuspid valve. Using the pigtail catheter, the foreign body was pulled down to the inferior vena cava by the interventional radiologist. A snare device was then used to capture the tip of the foreign body and remove it through the sheath. The foreign body removed was a wire, approx 7 1/2 inches long. Pt did not have any complications and was dismissed from the hosp the same day.

Manufacturer narrative:
(B)(4). Sample will not be returned. Add'l info from uf report: (B)(6) 2012, agb pressure injectable multilumen cvc kit, central venous catheter, (B)(4).